Event description:
It was reported that the lead was explanted and replaced due to non-specific malfunction. No further information is available.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).